Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a device manufacturer representative (rep) regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient's catheter was cut during an unrelated spinal case on (B)(6) 2016. The orthopedic surgeon was inserting the instrumentation now and a neurosurgeon was on his way to fix the catheter. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.